Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed that the recharge antenna failed due to a "no device found" error message. The recharge antenna failed due to the rms voltage at the h field probe and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt had been having trouble with the "paddle/donut" when they put it on their skin to activate it the numbers will not go to 100. Pt said something is wrong b/c no matter where they adjust it will not register to 100 or to get a charge on their body. Pt said they had never had problems until the last three days. Pt claimed they could get the battery to turn on after they take it out and put it back in. Pt stated the stimulator battery works when they charge it. Pt then said "when the battery comes loose they are having re-put the battery back in several times for it to work; pt confirmed they were referring to the controller (ptm) battery pack (bp). Pt denied bp casing damage. Pt did say they had to work to get cover open/closed. Pt said during their call that they'd noticed the rtm relay box getting hot this month and hadn't used the ins because they were having so much trouble getting it to recharge. Pt said controller would charge fine. Pt said they had tried resetting controller, repositioning rtm, and going through passive recharge mode many times. Pt also said nothing was broken or cracked and the last 3 days they had not been able to get ins to recharge at all. Pt started a recharge session during the call, but reported no device found. Pt pressed recharge, and got all 0 across the bottom. Pt then said the paddle was burning their skin (confirmed not burning them, but got hot) and reported system problem rm03 came up. No symptoms were reported. A replacement recharger was sent out.